Manufacturer narrative:
Updated fields: b4, d8, d9, e3, e1 (initial reporter and event site telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 due to character limit in block e1 initial reporter full name is (B)(6). A getinge field service engineer (fse) stated that he serviced the account. No service order was created for the repair. The biomed reached out in need to purchase some barbed luers. He had mentioned that a luer was broken that was the cause of the autofill failure. He performed the repair. This device is not under contract.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced an autofill failure ¿ fill port tubing was found to be broken.